Event description:
Information was received that while setting for use the unit was not pressurizing correctly. No adverse effects reported.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could duplicated. A faulty input manifold assembly caused the reported problem. But who caused it was unable to be determined. The previous service history has been reviewed and deemed unrelated to the current customer reported problem.